Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd alaris pump module smartsite burette infusion set was damaged. The following information was provided by the initial reporter: tubing connected to smof and tpn broke, two separate sets of tubing at the same spot within 30 minutes of each other. Connection part between the softer tubing that is fed through the large volume IV pump and the blue plastic part that is slid into the top of the large volume pump. Tubing connected to smof cracked, the tpn tubing completely separated.

Manufacturer narrative:
One sample of material no. 10015012 was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the infusion set submitted shows that the silicone tubing separated from the upper pumping segment fitting. The silicone tubing looked to be ripped apart just under the upper pumping segment fitting and securement ring. A device history record review for model 10015012 lot number 21095094 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095095 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint could not be fully determined from the description of events provided by the customer. Based on previous complaints that were submitted with the same damage shown, the probable root cause is a misloading of the infusion set into the alaris pump. If the upper pumping segment fitting is not placed into its designated location before the lower pumping segment fitting is inserted into the pump, over stretching of the silicone tubing occurs causing it to tear. Clinical operations teams have been notified and will be working with the customer in order to address possible user issues. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.